Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-12316. It was reported that patient presented with a right ventricular and a left ventricular lead with unspecified anomaly. No intervention was performed. Patient status was not reported.